Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. The system controller pcb assembly was replaced for an unrelated issue. After other unrelated repairs were completed, proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The removed system controller pcb assembly was further evaluated. It was observed that when the coin cell battery on the pcb was wiggled, the device would reset itself and then was unable to complete a boot cycle. A continuity measurement between the positive side of the coin cell battery and pin 2 of integrated circuit, designator u11, resulted in an open circuit; however the issue was intermittent and a root cause could not be determined beyond the pcb level.

Event description:
The customer contacted physio-control to report a non-critical issue with their device. Upon evaluation of the customer¿s device, physio-control observed that the device would reset itself and then was unable to complete a boot cycle. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.